Event description:
It was reported that (B)(6) legacy plus pump medication never infused after alarming that the reservoir volume was empty. No patient injury reported.

Event description:
It was reported that cadd-legacy plus pump medication never infused after alarming that the reservoir volume was empty. No patient injury reported.